Event description:
A hospital registered nurse reported to fresenius technical services this hospitalized peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler (home cycler unknown) experienced an infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this anonymous patient¿s infection; however, no additional information was obtained. In the intake, it was reported the patient was having drain complications during ccpd therapy on the hospital provided liberty cycler due to this reported infection; however, there was no indication the infection was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s)